Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic adnexa removal - "after a few activations, the voyant did not seal after the tone indicated the seal cycle was complete. The surgeon stated that :"voyant at some point during the procedure almost did not seal (so just a bit) or did not seal at all." Patient status "ok."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted blood and eschar buildup in the back of the jaws. During functional testing, engineering activated the device on porcine tissue and concluded that the device performed to specifications after all tissue samples were sealed to within an acceptable burst pressure range. As such, engineering was unable to replicate the incident and determined that the device functioned as intended. Additionally, a review of the device log indicated there were no inconsistent seal cycle readings during the procedure. The root cause of the incident could not be determined as engineering was unable to replicate the incident. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and none provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.